Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth. The device was not returned for evaluation. The reported event was not confirmed. However, patient related factors likely contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a tricuspid annuloplasty ring, implanted approximately for four (4) years, was explanted due to severe pannus, moderate stenosis, and moderate regurgitation. The regurgitation and stenosis appeared to be secondary to the excessive scar tissue forming around the prosthetic ring. The explanted device was replaced with an edwards bioprosthetic valve in tricuspid position. Per medical records, this case involved a (B)(6) female with history of tvr, who presented with severe aortic insufficiency, moderate to severe mitral regurgitation, moderate mitral stenosis, moderate tricuspid stenosis and regurgitation, s/p avr, mvr, tvr, ppm, anemia, severe dyspnea on exertion, and chronic fatigue. She underwent mvr, avr, and tvr. Echocardiogram revealed stenosis and regurgitation secondary to excessive scar tissue forming around the rings. Ejection fraction looked preserved. Intraoperatively, the ring had severe scar tissue and pannus formation around it, which was occluding inflow. Endarterectomy of the pannus was performed and the annulus was debrided. The tethered valve leaflets were removed. A 23mm magna ease valve was implanted in the tricuspid position using cor-knot device. In addition, a 25mm 7300tfx valve was implanted in the mitral position and a 23mm magna ease valve was placed in aortic position. The patient was weaned from cpb. Echocardiogram revealed normal functioning valves with no high pressure gradients. The 23mm aortic valve had a small central leak. It was noted patient was transferred to ICU in stable condition with inotropic support.

Manufacturer narrative:
Report of pannus was confirmed through observed host tissue overgrowth. Report of stenosis and regurgitation could not be confirmed through visual observations. As received, the ring exhibited minimal host tissue overgrowth. Suture threads were evident in the sewing ring. The ring was intact as evident in the x-ray.